Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was 327mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem with the motherboard. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and cracked battery tube threads.